Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number:(B)(4). Initial reporter's phone number:(B)(6).

Event description:
It was reported that a (B)(6) patient underwent breast augmentation revision with a mentor smooth round moderate profile 325cc saline prosthesis. On (B)(6) 2018 deflation was diagnosed through ultrasound. As a result, the device was replaced with a mentor smooth round moderate profile 325cc saline prosthesis on (B)(6) 2018.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/23/2018. Device evaluation summary: it was reported that a (B)(6) patient underwent breast augmentation revision with a mentor smooth round moderate profile 325cc saline prosthesis. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the product evaluation team observed three rents on the posterior view; rent a measuring 2.1 cm, rent b measuring 5.8 cm, and rent c measuring approximately 0.5 cm. Microscopic examination of the rent c edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since three rents were found on the device. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/12/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In the initial report, the date of event was reported incorrectly. The actual date of event was (B)(6) 2018. Manufacturer¿s reference number: (B)(4).